Event description:
On (B)(6) 2012, the vapotherm high flow 2l was being weaned to 1.5l. Seconds later, the vapotherm unit turned off on its own and the pt began to desaturate to the low 60%. The rn arrived at the bedside to assist. The vapotherm unit was turned back on and shut off on its own again. The vapotherm unit was turned on for a 3rd time and shut off on its own. The rn remained at the bedside while the respiratory therapist obtained new equipment.